Event description:
Customer reported an issue with the passport 2 monitor,which may have affected spo2 and co2 monitoring. No patient injury was report.

Manufacturer narrative:
Company representative evaluated the unit and duplicated the problem. Corrections included replacement of the unit's spo2 board, co2 module and cooling fan. Unit ws tested to factory's specifications.